Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 60-year-old male patient, the device was unable to detect the attached elctrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated at an approved service provider. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib stress testing using the returned multifunction cable without duplicating the report. The multifunction cable and CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.